Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips filed service engineer (fse) inspected the system onsite and confirmed that the ippc memory 4 problem occurred. Review of the log files contain ¿frontal ip-pc¿ malfunction. Malfunction can be confirmed. Upon troubleshooting, fse confirmed the fault with the frontal ip-pc memory. To resolve the issue, fse ordered and replaced ippc and ghost image of pc suite is performed in ippc, equipment is operational and reloaded the software. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device gave a remote alert indicating the image processing computer had a memory problem, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.